Event description:
Surgeon was using a 1.6mm threaded guide wire with a 3.2mm cannulated drill bit while doing a procedure on a pediatric patient. The surgeon placed the guide wire, then was inserting the drill bit over the wire, and the wire broke. The surgeon attempted to retrieve the broken wire, but was unable to do so. Wire was left in patient so there would be no additional trauma to the patient.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The product was returned and measured. The feature most relevant to the complaint, the diameter, was within specification. However, due to the damage noted above, not all features could be measured. The damage was post mfg.